Event description:
During the supraventricular tachycardia ablation, the tip of the catheter broke. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. A fracture in the catheter tip was noted 0.6¿ proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.